Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open and not detected on bus. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer assisted remotely with the dissipation shutdown and restart process. After the system was restarted, the user confirmed that no failed storage spaces were reported, and the recovery screen appeared blank. The service was successfully restored, and normal operations resumed. The system functioned as intended after the field service engineer assessed the device.